Manufacturer narrative:
Please note an additional event reported by the customer. The complaint conclusion has been updated to reflect receipt of the adjudication minutes. The neurologist noted that the patient had hypotension and that the hypotension was subsequently treated with vasopressors and had significantly improved. The clinical impression of the neurologist was that the patient had experienced a cva. As reported by the (B)(4) registry, the patient had a stroke post index procedure. At the time of the index procedure, angiography revealed a 65% stenosis of the left proximal of internal carotid artery. The lesion was described as 20mm in length, mildly calcified, mildly tortuous, and eccentric. The reference vessel was 5.0mm in diameter. The patient's pre-procedure nih stroke scale score was 0. The patient was symptomatic. An angioguard with a 6mm basket was deployed beyond the lesion, and then was pre-dilated. A 9 x 40mm precise pro rx stent was implanted at the target lesion, with 5% residual stenosis. The patient left the angiography suite without neurological deficit. Presence of air bubbles was not noted. The patient has a medical history including hypertension and high risk criteria of bilateral artery stenosis as determined by angiography in which both carotid arteries require treatment. Approximately seven hours post index procedure, the patient experienced aphasia and was diagnosed with a stroke. The event was associated with hypotension. The onset was sudden and treatment was provided. The patient was discharged the next day after the index procedure with an nih stroke scale score of 1 and was improving but still had some word finding difficulties. The event was reported to be unrelated to the cordis product. The patient did not have any known allergies to nitinol, nickel or titanium or any neurological symptoms prior to the procedure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15036694 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Stroke is a well known documented potential complication of this type of procedure and strokes affecting the speech center are usually associated with a left sided infarct. Hypotension is a well-known potential adverse event associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Hypotension is a well-known potential adverse event associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Aphasia is a well-known potential adverse event associated with the carotid stent implantation procedure. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Event description:
As reported by the (B)(4) registry, the patient had a stroke post index procedure. At the time of the index procedure, angiography revealed a 65% stenosis of the left proximal of internal carotid artery. The lesion was described as 20mm in length, mildly calcified, mildly tortuous, and eccentric. The reference vessel was 5.0mm in diameter. The patient's pre-procedure (B)(6) stroke scale score was 0. The patient was symptomatic. An angioguard with a 6mm basket was deployed beyond the lesion, then was pre-dilated. A 9 x 40mm precise pro rx stent was implanted at the target lesion, with 5% residual stenosis. Approximately seven hours post index procedure, the patient experienced aphasia and was diagnosed with a stroke. The event was associated with hypotension. The onset was sudden. Treatment 1was not provided. The patient left the angiography suite without neurological deficit. Presence of air bubbles was not noted. The patient was discharged the next day after the index procedure with an (B)(6) stroke scale score of 1 and was improving but still had some word finding difficulties. The event was reported to be unrelated to the cordis product. The patient did not have any known allergies to nitinol, nickel or titanium nor any neurological symptoms prior to the procedure.

Manufacturer narrative:
As reported by the (B)(4) registry, the patient had a stroke post index procedure. At the time of the index procedure, angiography revealed a 65% stenosis of the left proximal of internal carotid artery. The lesion was described as 20mm in length, mildly calcified, mildly tortuous, and eccentric. The reference vessel was 5.0mm in diameter. The patient's pre-procedure (B)(6) stroke scale score was 0. The patient was symptomatic. An angioguard with a 6mm basket was deployed beyond the lesion, and then was pre-dilated. A 9 x 40mm precise pro rx stent was implanted at the target lesion, with 5% residual stenosis. The patient left the angiography suite without neurological deficit. Presence of air bubbles was not noted. The patient has a medical history including hypertension and high risk criteria of bilateral artery stenosis as determined by angiography in which both carotid arteries require treatment. Approximately seven hours post index procedure, the patient experienced aphasia and was diagnosed with a stroke. The event was associated with hypotension. The onset was sudden and treatment was not provided. The patient was discharged the next day after the index procedure with an (B)(6) stroke scale score of 1 and was improving but still had some word finding difficulties. The event was reported to be unrelated to the cordis product. The patient did not have any known allergies to nitinol, nickel or titanium or any neurological symptoms prior to the procedure. Stroke is a well known documented potential complication of this type of procedure and strokes affecting the speech center are usually associated with a left sided infarct. Hypotension is a well-known potential adverse event associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.